Event description:
It was reported that a user experienced difficulty pairing a libre 3 plus sensor to the ilet system after scanning the sensor in the ilet mobile app, which displayed activation successful while the app menu still indicated pairing; after rescanning under agent guidance, the sensor initiated warmup and pairing was effectively established. Symptoms included none, and blood glucose was not affected. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting and user education, including rescanning the sensor and confirming sensor warmup initiation. Investigation of this case revealed a temporary pairing communication issue that resolved with a repeat scan, consistent with expected behavior during sensor activation and transition to warmup. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction during initial setup, resolved by standard troubleshooting.